Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in their area a few weeks ago but they were contacted by a physician who reported the patient had a seizure and was in the hospital. The physician was attempting to get in contact with the local manufacturer representative (rep) in their area to check the patient's implantable neurostimulator (ins). Additional information was received from a rep on 2020-aug-27 stating they have spoken to the physician and have seen the patient in the hospital.